Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high and low blood glucose. The customer¿s was 45 mg/dl. The customer stated that the insulin pump had bolus anomaly. The troubleshooting was not performed for low and high blood glucose. It was stated that the insulin pump had an error before and describes that they noticed that when customer was kicked out of automode because she was high and then she did a blood glucose using her meter and when she got back to automode. The insulin pump will be returned for analysis.